Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated that the cause of the patient symptoms was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated that the cause of the patient symptoms was unknown.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving baclofen 457mcg/day 2000mcg/ml via an implantable pump. It was reported that after normal pump replacement on (B)(6)2024, the patient was stiff and felt he was going through withdrawal. The physician opened the pump pocket and closely examined the catheter for any breaks or kinks, none were obvious or visible. A cap procedure was then performed, 3mls of clear fluid was aspirated successful from the catheter. No catheter revisions were done. The physician thought the catheter was kinked. The catheter was primed post operatively, neither daily dose nor concentration was changed. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6)2018 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 15-may-2020, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving gablofen 457mcg/day 2000mcg/ml via an implantable pump. It was reported that after normal pump replacement on (B)(6) 2024, the patient was stiff and felt he was going through withdrawal. The physician opened the pump pocket and closely examined the catheter for any breaks or kinks; none were obvious or visible. A catheter access port (cap) procedure was then performed, 3mls of clear fluid was aspirated successful from the catheter. No catheter revisions were done. The physician thought the catheter was kinked. The catheter was primed post operatively, neither daily dose nor concentration was changed. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic. Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated that the cause of the patient symptoms was unknown.